Manufacturer narrative:
Batch review performed on 25 august 2021: lot 186531: (B)(4) items manufactured and released on 23-nov-2018. Expiration date: 2023-nov-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other devices involved: batch review performed on 25 august 2021: liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot 1810744: (B)(4) items manufactured and released on 04-feb-2019. Expiration date: 2024-jan-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 2 years and 3 months after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.